Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 3 months. The pump was not returned for evaluation. A correlation between the device and the reported events could not be determined. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had elevated lactate dehydrogenase (ldh) values that began in (B)(6) 2015. Persantine was added to the patient's anticoagulation regimen of aspirin and coumadin. The patient's inr goal was 2-3. The patient's ldh levels returned to baseline but intermittently increased with normal plasma free hemoglobin (pfh), liver function tests, and total bilirubin. The patient reportedly had no clinical signs of thrombus or abnormal pump parameters. In (B)(6) 2016, the patient underwent an elective endovascular repair of an abdominal aortic aneurysm for which the patient was admitted to the hospital and heparin bridged. Prior to the surgery, the patient's ldh was in the 700 u/l range and remained stable post-op. The patient was seen in clinic early (B)(6) 2016 with an ldh of 1213 u/l while on persantine, aspirin and coumadin. A repeat ldh reading on an unspecified date was 940 u/l. On an unspecified later date, the patient reported dark urine and was re-admitted with an ldh of 3000 u/l and a plasma free hemoglobin level of 400 g/dl. Initially, lvad parameters were reported to be baseline with pump speed at 9200 rpm but on an unspecified date, the patient was noted to have pulsatility index events. Pump power remained at 5-6 watts. A ramp echocardiogram showed the aortic valve opening even at pump speeds greater than 10000 rpm. Intracardiac tissue plasminogen activator (tpa) was administered, but the patient's ldh remained in the 3000 u/l range. The patient then developed an alveolar hemorrhage and was intubated. The patient's family decided to withdraw care on (B)(6) 2016 and the patient subsequently expired. No further information was provided.